Event description:
Procedure type: lap gastric bypass. According to the reporter: the patient experienced a stricture post operatively. The surgeon performed an upper egd with balloon dilation in 2007. The patient is currently doing well. No further details were provided.